Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report several no delivery alarms. She has changed the infusion sets and discovered bent cannulas. The current blood glucose reading is 532 mg/dl. Treating with IV drips. The blood glucose reading at the time of the event was over 600 mg/dl. Customer was vomiting. During troubleshooting, time and date are correct. Programming is correct. High pressure test passed. Nothing further reported.